Manufacturer narrative:
Manufacturer's investigation conclusion: the reported ¿eccentric thrombus along the outflow tract¿ could not be confirmed based on the provided information. Review of the submitted log files confirmed the report of low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported aneurysm could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Review of the submitted log files revealed intermittent low flow alarms on 06nov2025, as well as low flow alarms on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having constant low flow alarms for the past 6 to 12 months. CT imaging of the inflow and outflow graft revealed a mild eccentric thrombus along the outflow tract and mild aneurysmal dilation of the ascending thoracic aorta. The patient was reported to be hemodynamically stable and in no acute distress. Log file review by tech services appeared to capture a few low flow estimates and sustained low flow hazard events with pi is elevated. There did not appear to be any malfunction with external equipment.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.